Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the paddle placement by the hcp was not ideal and never provided therapy. The patient found the ins too bulky, and wanted a smaller battery. The issue was resolved with device replacement. The devices were discarded. The rep reported they will report additional information that becomes available.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 30-oct-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during trial patient had successful relief. Patient had surgical consult (B)(6), implant (B)(6), postop appointment, and initial programming (B)(6) 2023. Rep saw patient (B)(6) to reprogram and yesterday (B)(6) to look for new options to move stimulation more toward center of back but unsuccessful. Unable to provide relief patient will have follow up appointment at end of month with hcp which rep will attend. Rep reported patient response to stimulation works but from trial vs implant it was different. Paddle lead is lateral to right side. Issue ongoing. Additional information was received from the manufacturer representative (rep). It was reported that the rep met with trailing physician on tuesday to find out the results of conversation with surgeon, who had seen patient for postop follow up (B)(6) after multiple attempts did not provide any relief. The surgeon was going to send patient for a CT scan. Did not hear from patient, who has no relief, yet had 100% relief during trial. Was able to obtain an ap and lateral view of x-ray, from surgeons meeting. Attaching x-rays. Patient stimulation was in center of her back, where complaint is during trial, and all attempts after implant, have been lateral to right side, still.